Manufacturer narrative:
Through follow up, livanova was informed the patient has died. In addition, livanova was informed the user needed to hand crank the pump. It was not possible to clarify if the individual pump lost power, stopped or if the pump was accidentally shut off. Livanova has not performed any preventive maintenance at the hospital since 2020. A trained biomed is present at the account. Investigation in on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 pump shuts down during case. There is no report of any patient injury.